Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion); (unknown cause of event); conclusion: (unknown cause of event) 22 known inherent risk of a procedure (occlusion).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. The physician does not feel that it is stent graft related. It was reported that on an unknown date, during a routine follow up scan, the physician observed thrombus forming in the limb. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, method: (film). Evaluation, results: patient's condition affected effectiveness of device (anatomy related; poor distal runoff). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; poor distal runoff).

Event description:
Film review analysis: angio images at implant were reviewed. The bifur was implanted just below the renals; the ipsi limb and extension were placed on the right and the contra and contra extension were placed on the left iliac. There was slight narrowing at the level of the gate; which measured 26mm l-r across both devices. No issues seen at final angio. Cta's at 1 month post implant show a 6cm max diameter aaa. The stent grafts are patent, and no issues are seen. Cta's at 6 month show a 6cm max diameter aaa. There is slight amount of thrombus seen lining the ID of the aortic body and within the contra limb near the gate. No other issues are seen. Cta's at 1 year show a 6cm max diameter aaa. There is increasing amount of thrombus seen lining the ID of the aortic body and increasing thrombus within the contra limb just distal to the gate. No other issues are seen. Cta's at 2 years show a 6.2 cm max diameter aaa. There is again an increasing amount of thrombus seen lining the ID of the aortic body and increasing thrombus within the contra limb just distal to the gate. The ipsi limb is still patent. No stent graft issues are seen, and there is no stent graft kinks or compression observ ed. Distal to the stent graft limbs no obvious blood flow issues were observed. The cause of the thrombus seen within the stent graft is unknown; however, the build-up of thrombus within the stent graft is not an unusual occurrence. This was possibly due to altering blood flood caused by the stent graft diameter changes in the limb; large stent graft ID in the aortic body which decreased in the gate and then increased in the distal limb. It is also possible that a patient condition (poor distal runoff) may have contributed.